Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had visited the emergency room (ER) due to hyperglycemia on (B)(6) 2026. It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod an unspecified duration. The patient reported being unsure if the cannula was properly seated in the infusion site (unspecified site). When the pod was removed, the pod's cannula was found to be bent. Symptoms reported included nausea and feeling weak. The patient was treated with intravenous potassium and sodium. The patient left the emergency room the next day, on (B)(6) 2026.